Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received indicating that damage was the suspected cause of the oversensing, but was not confirmed. The rv lead was capped and replaced to resolve the event. The patient was stable.

Event description:
During a remote follow-up, episodes of oversensing were noted on the right ventricular (rv) lead. No intervention was performed and the patient was stable and will continue to be monitored.